Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Two small pieces of metal came out, toothbrush attachment had fallen apart while brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified and gender reported via e-mail on 12-jul-2017 that he/she brushed with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, and two small pieces of metal came out when he/she rinsed his/her mouth. The consumer stated that the toothbrush attachment had fallen apart while brushing, and the head of the attachment could be lifted right off. The consumer submitted a picture revealing the product was an oral-b flexisoft brushhead from a pack containing 5 brush heads. No symptoms developed. No further information was provided. On 13-jul-2017 consumer follow-up via e-mail: the consumer reported that the logo of the brush head could not be removed, but noted that he/she had other brush heads where the logo on the surface was smooth and even, in contrast to the other ones. No further information was provided.

Manufacturer narrative:
26-sep-2017 product investigation results: reporter returned toothbrush head on 15-aug-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Two small pieces of metal came out, toothbrush attachment had fallen apart while brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified and gender reported via e-mail on 12-jul-2017 that he/she brushed with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, and two small pieces of metal came out when he/she rinsed his/her mouth. The consumer stated that the toothbrush attachment had fallen apart while brushing, and the head of the attachment could be lifted right off. The consumer submitted a picture revealing the product was an oral-b flexisoft brushhead from a pack containing 5 brush heads. No symptoms developed. No further information was provided. 13-jul-2017 consumer follow-up via e-mail: the consumer reported that the logo of the brush head could not be removed, but noted that he/she had other brush heads where the logo on the surface was smooth and even, in contrast to the other ones. No further information was provided.